Event description:
Report received from an international affiliate (another country) of a tubing separation. The report states a homecare patient was receiving ringer's lactate solution with multivitamins, calcium, magnesium and zinc intravenously via pump. Reportedly the patient started the infusion at "480cc an hour", and 30 to 60 minutes later, "the patient was woken up because the pump was alarming" . The patient "noticed solution on the floor and his carrying case. The amount of solution lost to the leakage is unknown." Upon removing the cassette from the pump, the homecare patient observed that "the leak was coming from the rigid plastic piece under the blue tape of the cassette. The tubing then separated into two pieces from the lower part of the cassette." The patient replaced the tubing set but was unable to resume the infusion due to a pump alarm. The patient resumed therapy with a replacement device and tubing the following day. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.